Event description:
The customer received questionable troponin t results for an unknown number of patient samples from analytical e module analyzer serial number (B)(4). Of the data provided for 14 patient samples, the results for five were discrepant. All results are in ng/ml. Patient sample 1 initial result was 0.047. The repeat result on the same analyzer (B)(6) 2013 after recalibration was 0.032. Patient sample 2 initial result was 0.041. The repeat result on the same analyzer (B)(6) 2013 after recalibration was 0.026. Patient sample 3 initial result was 0.046. The repeat result on the same analyzer (B)(6) 2013 after recalibration was 0.032. The result from the elecsys 2010 analyzer was 0.031. Patient sample 4 initial result was 0.037. The repeat result on the same analyzer (B)(6) 2013 after recalibration was 0.024. The result from the elecsys 2010 analyzer was 0.024. Patient sample 5 initial result was 0.036. The repeat result on the same analyzer (B)(6) 2013 after recalibration was 0.022. The results after recalibration were believed to be correct and were sent as corrected reports. The patients were not adversely affected. The field service representative determined there was a problem with the calibrators and reagents. He ran performance testing on both measuring cells and it was fine. He determined the instrument ran fine and within specifications. The customer ran controls and the result were fine and in range.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided information, but suspected the issue was due to the specific reagent pack used for the lot calibration.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.